Event description:
The dr was performing a direct visual internal urethrotomy and tur on a male, when midway through the procedure 2 cm of the cold knife blade plus shaft broke off in pt. Dr searched but could not find the broken piece due to the site being too bloody to attain good visual; he used extensive irrigation to try and clear the field, but could not find the piece. At that time, dr stopped procedure. Pt was rescheduled and dr was successful in retrieving the broken piece and completing the original procedure with no pt impact. Pt condition post-op was good.